Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a brady lead had perforated the heart. The field representative was inquiring if magnetic resonance imaging (MRI) can be performed. A product extraction procedure has been scheduled and further investigation has been requested. No additional adverse patient effects were reported.